Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information from a representative further noted that the patient did not experience any withdrawal symptom but has more pain than usual. ¿no date available¿ was noted when asked if the pump had been explanted or a date scheduled. The device¿s expected return was reported as ¿not available.¿ the physician gave another medication plan for pain control with report that therapy was not working.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a representative regarding a patient in (B)(6) who received morphine 5 mg/ml at a dose of 3.6047 mg/day via an implantable pump. The pump logs also noted the pump dose was 3.3957 mg/day. The patient¿s concomitant medications were not obtainable. The patient¿s medical history was reported as none. It was reported during normal use the patient heard a critical pump alarm. A pump interrogation revealed a motor stall. The pump logs from (B)(6) 2017 revealed the pump stalled on (B)(6) 2017 at 14:39, recovered on (B)(6) 2017 at 23:44, stalled again on (B)(6) 2017 at 11:56 and a stopped pump period may exceed tube set message occurred on (B)(6) 2017 at 11:56. No further recovery was noted in the provided logs. Diagnostic testing/troubleshooting was reported as none. As reported, there were no environmental, external, or patient factors that may have led or contributed to the event. At the time of the report the patient¿s status was reported as alive-no injury. Patient symptoms at this time were not reported. The pump status was implanted but out-of-service and the issue was not resolved. The physician ordered a replacement. The surgical intervention was planned but not scheduled.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s weight was provided. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a manufacturer. It was reported that the pump s topped several times a couple of months before the elective replacement indicator (eri). It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. It was reported that no diagnostics were performed. It was noted that because the pump eri was approaching, the hcp explanted and replaced the pump for a new one. It was reported that the issue was resolved at the time if the report. The patient age was reported as (B)(6) years. The patient status at the time of the event was alive-no injury. No further complications were reported and/or anticipated.

Manufacturer narrative:
Pump interrogation revealed the pump¿s delivered dose was at minimum rate; 0.0304 mg/day. Analysis of the pump revealed pump motor gear train anomalies. These included corrosion and/or wear and/or lubrication and stall due to shaft-bearing. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.